Event description:
It was reported that the right ventricular [rv] lead had high superior vena cava [svc] coil impedance and fluctuating impedance measurements. It was also reported that a lead integrity alert [lia] was triggered. The svc coil of the rv lead and the alarm for svc impedance were programmed off; the rv lead high voltage coil and pace/sense portion remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.